Manufacturer narrative:
Additional narrative: a new and updated device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 29 june 2011, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the returned 338.10 lot number 3694342 drill bit for dhs and the 338.11 dhs reamer show very few signs of wear and nothing that would impair their function. The devices function together as designed. A visual inspection, dimensional inspection, complaint history review, drawing review, DHR review, and an assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. It was reported that the dhs triple reamer snapped; the third portion of the reamer was not returned. This complaint is unconfirmed. The complaint condition cannot be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional manufacturing dates include: march 15, 2012. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: lot 7634307 was manufactured in two batches: order (B)(4) was manufactured in february and order (B)(4) in march 2010. No non-conformance reports were generated during production of both orders. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dhs reamer broke in surgery as the surgeon was using it. It snapped right at the step up in diameter from where the jacobs chuck attaches. As a result, part will not come off the drill bit either. There was no delay to surgery. The drill bit was removed quickly with a pair of pliers. A second dhs set was available to complete reaming with. Surgery was completed without incident and no harm to patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.